Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Report as below: "patient having wound ooze, saturating dressing. Clexane paused. Three 1g tranexamic acid given over appropriate time period. Consultant r/v (B)(6) 2022 day 4 thr approx 3-4 episodes of wound leak - haematoma. Wound bruised but no gross signs of infection/erythema and no clear large haematoma around thigh. Plan: vac to be applied to wound. Clexace to remain paused, complete txa dose: (B)(6) 2022 nl drainage from vac therapy running at 120mmhg hb115. Discharged home (B)(6) 2022 with review at home on (B)(6) 2022 and wound review in clinic on (B)(6) 2022."